Event description:
The customer reported that while monitoring patients on a uvsl central monitor, the telemetry patients would intermittently stop showing patient data. There was no patient or user harm associated with this event.

Manufacturer narrative:
Spacelabs healthcare technical support assisted with troubleshooting of the device. The issue was traced to a sdlc connector/cable. A spacelabs healthcare field service engineer (fse) was paged to go onsite to assist with resolving the inadequate connection. In a follow up call with the customer they confirmed that the issue was resolved, no further information was provided. While onsite, the fse stated that the central was communicating with the telemetry housing without issue.